Event description:
It was reported that after inserting the blood tube into the hub, the blood flowed back into the patient's arm rather than collecting properly in the tube. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.